Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced multiple occlusion alarms, including alert 35 during meal announcements, while using an infusion set with contact detach and a connector, with blood glucose values reported in range and therapy resumed after checks and supply changes. Symptoms included no reported adverse clinical effects and no glycemic excursions. Outcomes included continued insulin delivery after troubleshooting, with the event resolved following a full supply change excluding insulin due to limited insulin on hand. Investigation included guided review of pump history, inspection of tubing and site for kinks or blockages, and education on proper charging and supply management. Investigation of this case revealed that transient occlusion was suspected, potentially due to pinched tubing at the belt line, with no persistent blockage found until resolution after supply change. It was concluded, based on previously established findings for similar reports, that the cause was a temporary infusion pathway obstruction consistent with use-related factors.